Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: used with idrive. The reload could not be squeezed completely. Gastroduodenal tissue slipped from the anvil and the cartridge fork. An anastomosis was completed by grasping tissue with a forcep. Because the patient has an infection, the product will not be returned. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm. The jaws would not close completely.

Manufacturer narrative:
(B)(4).